Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor and insulin squirted out during manual prime. The customer's blood glucose reading was unknown at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump was received with a broken end cap. Unable to perform any tests including the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery, operating currents, self test, unexpected restart or off no power tests due to a broken end cap. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, a broken belt clip slot and a cracked reservoir tube lip.